Event description:
The patient reported "it feels like a tens unit is going around the pump in my abdomen, it¿s like an electrical stimulation¿. This had been happening for about one month. They had started doing decreases in the medication for about a month because the patient was going to have it removed. On (B)(6) 2015 additional information received reported the patient was still having concerns regarding their device or therapy but was working with their hcp with appointments on (B)(6) 2014 and (B)(6) 2015. The patient stated they were having the pump extracted because it had not helped them. The patient had more pain since having it placed than the patient was before. The patient had the pump 2 years (B)(6) 2015. Per the patient the pump does not fit flat and the part that is tipped has hurt the patient from day one. When the patient bends over it is in the way. When they refill it they have to find it where it is, sometimes the patient can hear the needle ¿scraping on it ¿ while trying to access the port. Per the patient ¿ bottom line, it has never helped me at all and it¿s coming out asap. Last of all just started around christmas, it feels like there is a tens unit on my belly at pump site and it goes around my side towards the spine on the same side the left leg down the side is numb and tingly¿. The patient stated ¿my body is saying get this thing out and my mind is backing it up 100%¿. The pump was used to deliver fentanyl, hydromorphone, clonidine, and baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).